Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had an erratic display. Although requested, the patient information was not provided.

Manufacturer narrative:
Additional information was received that the repair was completed by a non-medtronic/covidien service provider. The service provider inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb, updated software, performed calibrations and extended self-testing on the device. The ventilator is in working condition. If information is provided in the future, a supplemental report will be issued.